Manufacturer narrative:
On 12-sep-2025, bwi received additional information indicating that the patient passed away from their condition. The physician indicated that an atrio-esophageal fistula is not confirmed currently, and that they only know with certainty that there was an esophageal perforation. The death occurred shortly after removing the stent used to patch the perforation. When it was out, there was first a neurovascular event/stroke. This was followed by further strokes that ultimately led to the patient passing. According to the physician, he feels that this is consistent with a fistula ¿ air was potentially introduced to the la (left atrium) after stent removal, leading to the neurovascular events. However, the report from the hospital that had placed and removed the stent is not conclusive on this. It is still unclear whether this will be treated as what the swiss legal system calls an ¿exceptional death¿/aussergewöhnlicher todesfall, but it seems likely it will be. If it is classified this way, an autopsy will be performed. B2 updated to "death". D4 primary UDI number has been updated to (B)(4). H6 health effect impact code was updated with death (f02) and hospitalization or prolonged hospitalization (f08). H6 medical device problem code was updated to adverse event without identified device or use problem (a24). Corrections below: h6 type of investigation now includes "analysis of production records. H11: the initial report mistakenly indicated that the evaluation of the manufacturing record could not be performed. But that is incorrect. The product investigation was updated to amend the following statement. "A manufacturing record evaluation was performed for the finished device number lot 31543171l and no internal action related to the complaint was found during the review." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During an atrial fibrillation cardiac ablation with a qdot micro¿ catheter, the patient experienced chest pain that was initially treated with medicine. Then, the day after the procedure, the patient was readmitted with higher pain, and CT (computed tomography) scan showed an esophageal perforation and blood testing showed presence of bacteria. The patient was admitted to ICU. Initially, the patient was treated for pvi (pulmonary vein isolation) ablation on (B)(6) 2025, and the case went well, besides some troubleshooting with qdot that was not working. The catheter and cable were changed. The surgery was delayed for 20 minutes. The day after the procedure, the patient felt pain in the chest that was resolved with dafalgan (CT didn't reveal anything). The patient was sent home, but then re-hospitalized due to higher pain. A new CT that same day showed a mild perforation of the esophagus and blood testing showed presence of bacteria. Now the patient is in ICU under control in the hospital. At the moment, the medical team did not see any fistula. A first analysis of the case didn't show any ablation on pw (pulse wave) with high force and consistent raise of impedance. The procedure was successfully completed. Other medical intervention consisted of x-rays. The information received indicated that the physician¿s opinion on the cause of this adverse event was that is unknown, and probably the procedure itself. The outcome of the adverse event was unchanged. The physician indicated that the patient was still in ICU recovering. The patient required extended hospitalization because of treatment for the esophageal perforation. One transseptal puncture site was performed during the procedure with an abbott brk needle. No evidence of steam pop. The flow setting was std qdot flow settings. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. The force visualization feature used was visitag. The visitag module parameters for stability used were range std, time 3mm, 3 sec, and fot (force over time) was ai. No additional filter was used with the visitag. The color option prospectively used was other: ai.